Event description:
The sales rep reported that the device was unintentionally activating during testing prior to a procedure.  There was no patient involvement, no clinically significant delay, no medical intervention, and no adverse consequences.